Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold and decrease in sensing was observed along with false episodes of ventricular fibrillation due to noise. The device was reprogrammed to turn tachy therapy off and the patient is awaiting a revision procedure. Information was requested regarding the date of the revision procedure, but was not available. The patient was in stable condition.